Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube spring. We were unable to perform any test due to blank display. The insulin pump received with cracked reservoir tube lip and stained address/serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that display screen was blank without low previously receiving a low battery alert. Blank display persisted even after battery change. Customer was advised that insulin pump would be replaced. Customer's blood glucose was 177 mg/dl.